Event description:
Following a sternotomy, the healthcare professional applied excessive force to remove both catheters from the pt, consequently, both catheters broke inside the pt. Surgery was performed to remove the catheters and it was found that one of the catheters was between the sternal plates and the other was caught on a wire. The manufacturer's directions for use states "if resistance is encountered or the catheter stretches, stop. It is advisable to wait 30-60 minutes and try again. The pt's body movement may relieve the catheter to allow easier removal. Do not cut or forcefully remove the catheter. Do not apply additional tension if the catheter begins to stretch. Do not suture catheter. To avoid shearing, do not withdraw catheter back through needle during insertion." The technique used in the placement of the catheters, unrelated to the performance of the actual device itself, contributed to the incident. The doctor has used the product 15 times and this is the first incident of a catheter break; the pt is doing fine.